Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 12x3.5 mm balloon ruptured at 11 atms on the third inflation. The number of atms reached on the first two inflations was unknown. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".